Event description:
It was reported that at the start of the procedure the electrode tip fell off the ablator probe during insert into portal, no cannula was used. The physician performed an x-ray exam to locate the tip. The physician made a posterior capsule incision to remove the tip. No further complications have been reported.